Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer had undergone a thorough evaluation. Analysis failed to power up the programmer. It was found out that internal component was burned up and shorted out. There was no evidence of abuse or mishandling. Touch screen was found dented which was suspected came from stylus. Other parts looked fine. All damaged parts were replaced. The programmer had passed all incoming tests. The device manufacture date for this product is (B)(6) 2005.

Event description:
Boston scientific received information that this programmer did not worked. Field representative returned that unit back to the laboratory. No adverse patient effects were reported.